Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as the 2008t hemodialysis (hd) machine in question was not known, therefore, the serial number was not able to be provided. However, all device history records (DHR) are reviewed and released according to the "DHR review checklist & release procedure." P/n 500658; a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
(B)(4). Medwatch completed with the information provided in the user facility medwatch (B)(4). Plant investigation in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported the following event through the maude adverse event reporting database. A patient, receiving oxygen (o2) via a nasal cannula, underwent treatment using a 2008t hemodialysis (hd) machine. Reportedly, at treatment initiation, the patient¿s blood pressure (bp) was noted as being borderline low at 94/65mmhg so blood pressure checks were scheduled every 15 minutes. At 7:25 am, approximately one hour, 30 minutes into treatment, the patient complained of not feeling well. The patient¿s blood pressure (bp) had dropped to 80/46mmhg. A minute later, the bp was re-checked and it was found to still be low at 69/45mmhg. At that time, normal saline (ns) was administered. Patient began to lose consciousness. Verbal and finger pressure stimuli applied, however, the patient was unresponsive. Patient placed in trendelenburg position and cardiopulmonary resuscitation (CPR) was initiated. Oxygen increased to 15l/min maximum. Privacy screen placed, and crash cart brought to chairside. Blood was returned to the patient, and emergency medical services (ems) was contacted. Patient care was transitioned to ems upon their arrival. The patient was transferred to a stretcher, and then transported to the hospital via ambulance. The patient remained unresponsive after departing the user facility. No product is available for evaluation by the manufacturer.